Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the a/w connector. In addition, we confirmed that the cmos module fluid damage, the light guide fiber bundle (lcb) fluid damage, the u/d and r/l pulley wires worn out, and lg cable connector housing a-c0002 broken. However, these are not related to the alleged complaint. We received the defect and conducted the following investigation and repair. Observations: cmos module fluid damage,light guide fiber bundle (lcb) fluid damage,u/d pulley wire worn out,r/l pulley wire worn out,lg cable connector housing a-c0002 broken. Repair: replaced the distal body,cmos module,light guide fiber bundle (lcb),u/d pulley wire,r/l pulley wire,lg cable connector housing a-c0002. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. The a/w connector at the lg plug is loosened and leaky.